Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
Inconsistency between guides and manufactured plate has led to difficulties while plating.

Event description:
Inconsistency between guides and manufactured plate has led to difficulties while plating.

Manufacturer narrative:
Corrected: b1 additional: h6 as per information received, the device in question is considered concomitant. It did not cause or contribute to the reported event. 3ds also performed an investigation. The result of their investigation stated that the root cause of this complaint was a failure by the case planner to accurately document the intended drill hole size. The planner for this case was spoken to and assigned a re-training.